Event description:
Pt inserted the reliance insert, into her vagina. Pt went to ER where the device was removed by a healthcare professional with no further sequelae. No serious injury experienced by pt.